Event description:
It was reported that following a catheter revision on (B)(6) 2014 (refer to manufacturer report # 3004209178-2014-20505), the patient continued to experience pain and still had ¿problems.¿ on (B)(6) 2014, the patient had to have blood patches. The patient was still in pain and thought it may have been due to a cyst. Currently a procedure was being scheduled for the cyst near the patient¿s tailbone where cortisone was to be injected into the cyst to see if that would help the patient. The patient spent ¿months and months¿ going to the doctor with no success of the drug infusion system, just expenses and pain that she had endured. No device malfunction was alleged. Patient outcome was unavailable at the time of the report. The device system delivered fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).